Event description:
It was reported that during a device check one week post implant it was noted that there was high lead impedance and a large drop in battery voltage. It was also reported that while performing other tests the patient received an inappropriate shock for ventricular fibrillation. The lead impedance was high and the device kept dropping in battery voltage every time an interrogation was performed. When the lead was checked through the analyzer or another device, the lead impedance was acceptable, so the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and there was low resistance hybrid shorting. Analysis confirmed the low battery voltage and high lead impedance along with a high current drain condition. There was evidence that the failure mechanism was related to the fetboost circuitry. However, the failure symptoms cleared during subsequent analysis. Once the failure condition was no longer present, the hybrid operated nominally and passed diagnostic system testing even after temperature cycling. No anomalies were observed with the internal assembly when examined optically and with real time x-ray. No significant current leakage was observed on the fetboost capacitor. The stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between several groups of exposed traces in the scsp substrate. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard resulting in symptoms similar to the reported field failure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. High resistance/impedance occurred. 3 - patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2012 15:00:10 and (B)(6) 2012 09:00:05. Programmer s2d data file (B)(4) shows 3- alert events for "rv bipolar lead impedance > 3000 ohms" between (B)(6) 2012 15:00:10 and (B)(6) 2012 09:00:05. There was also interference/noise. Ventricular short interval count v-sic=26 counts, in 0.97 day, between (B)(6) 2012 12:20:01 and (B)(6) 2012 11:39:23. Battery voltage indicated a power source issue. Last battery measurement = 2.1298 volts on (B)(6) 2012 11:39:18.